Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00475.

Event description:
The user facility reported that when the first angio-seal device was being inserted into the insertion sheath, high resistance was felt. The resistance in the insertion sheath was too high to deploy the anchor. The angio-seal device was then withdrawn and successfully removed. The device was not used, and another angio-seal device was used to continue the procedure. However, the same event occurred again. The second device was not used and replaced with a third angio-seal device, which was able to be inserted in the insertion sheath smoothly. Hemostasis was successfully achieved by the third device. The devices that were withdrawn had no abnormalities in appearance. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.